Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical germany evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib shock testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed no indication where the unit had issues with delivering a shock using paddles. There is no indication of a device malfunction observed in the log. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.